Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H3, h6: visual inspection: the returned advanced application knob shows damages on the surface of the part. We have to assume that these damages were caused possibly from a pliers. Functional test: a functional test with an available inner shaft was performed and has shown that the instrument does function as intended. The complaint condition could not be replicated, therefore the complaint is unconfirmed. In this context, we would like to draw your attention on page 7 in the leaflet ¿important information¿ version se_023827 al: lubricate instruments with moving parts, such as hinges and joints, spring-loaded ball bearings, and threaded parts. It is recommended to lubricate and maintain synthes instruments with synthes special oil only. As the cq investigation has shown that complaint condition is unconfirmed the in the investigation flow listed remaining investigation steps are not required. Part: 03.812.004, lot: l021248, manufacturing site: hägendorf, release to warehouse date: 23.sep.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient had an unknown procedure wherein a new unknown transforaminal posterior atraumatic lumbar (tpal) cage handpiece was used. During the procedure, when attaching the cage, the locking ring that had to be released and showed the green mark did not work properly and the cage was not well attached. After the surgery, the sales rep checked the handpiece again and only after some lubrication, the mechanism started to work. However, when attaching an applicator knob to an applicator outer shaft, the sales rep felt that the mechanism did not run normally. In some positions, some resistance was felt. A second applicator from the set was used. The procedure was successfully completed with no surgical delay. There was no patient consequence. It was further reported that the problem was when the cage is going to be connected to the applicator and the knob was turned clockwise to close the jaws. During this procedure, the security ring moves upwards so that the green line will be visible and it will lock the cage but it did not happen. The issue was found out before the insertion of the cage. Concomitant devices reported: unknown transforaminal posterior atraumatic lumbar cage (part# unknown, lot# unknown, quantity# 1) unknown applicator inner shaft (part# unknown, lot# unknown, quantity# 1). This report is for one (1) t-pal spacer applicator knob. This is report 2 of 2 for (B)(4).